Event description:
It was reported to philips that the system's c-arm was unable to move.the system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and found that the c-arm was unable to move. Upon troubleshooting, the fse checked the error logs and found flex armz1 ceil not calibrated. The fse ran the diagnostics and found that the power-on self-test for the c-arm failed and some of the geometry adjustments were greyed out, preventing them from being completed. To resolve the issue, the fse recalibrated the z1 rotation position of the upper arm, turned the system off and back on, and it was working fine. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.